Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. During the investigation the unit failed the internal battery test and recert is needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv 1000 has burning smell when the unit was running. At this time, there is no information regarding patient involvement associated with the reported event.